Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2026.

Event description:
It was reported that the patient experienced a frequent and extended charging of the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable one and patient was doing well postoperatively.